Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during the fill tubing process. The customer's blood glucose reading was 112 mg/dl. The customer performed troubleshooting. First, the customer disconnected and reconnected the infusion set and reservoir to no avail. Then the customer replaced only the infusion set to no avail. Finally, the customer replaced only the reservoir and the insulin began to flow again. The customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir. No further information provided.